Manufacturer narrative:
Patient ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. The patient received blood product. A CT scan showed a small retroperitoneal hemorrhage and heparin was held. Patient is stable post issue.

Manufacturer narrative:
The investigation for the reported retroperitoneal hemorrhage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the retroperitoneal hemorrhage could not be determined.